Event description:
Reporter stated that he used a splint on his right hand for a fracture on (B)(6) 2016. A week later when the splint was removed he immediately had a rash, blister and intense itching that would have killed a less sensitive person. The orthopedist and 2 dermatologists did not know that this was a reaction to the splint and did not know how to treat it. Last week dr. (B)(6) dermatologist in (B)(6) diagnosed it as an infection similar to (B)(6) and started treatment. Reporter is concerned that product has made in (B)(6) on the box and it can be used as a weapon, therefore, the tsa and nasa should be informed. He informed the (B)(6). (B)(6) already had a similar outbreak in an (B)(6) school.